Event description:
It was reported that the customer was hospitalized for high blood glucose levels and ketones. No blood glucose level was reported. It was also stated that the insulin pump was alarming. No delivery and the battery was not lasting as long as it used to. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.